Event description:
The customer called to report a button error alarm. During the call, the customer mentioned that he was sweating heavily, and didn't know what his blood glucose reading was. Advised the customer that the paramedics would be called due to his symptoms of low blood glucose levels. Advised the customer that the insulin pump would be replaced due to getting a button error alarm without pressing any buttons for three minutes or more. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.